Event description:
Patient reports while at a routine eye exam, the doctor rinsed their lenses with a bottle of solution that was in the office. Later that day, the patient's eye and eyelids became swollen and they telephoned the doctor who instructed them to take benadryl. The patient reports the next day their eyes looked worse and they had difficulty breathing and went to the hospital emergency department. The patient reports they were diagnosed as having an allergic reaction to the product and received an injection and prescribed steroids, an antibiotic, and a pain killer. Following treatment, the patient recovered and resumed lens wear.